Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, and displacement tests. No button error alarm was noted. However, the device had intermittent button response due to moisture damage keypad trace. The device also had minor scratches on the lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they have a button error alarm. The blood glucose reading is 224 mg/dl. The insulin pump will be replaced.